Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this 8300ab 21mm valve was explanted due to unknown reasons. Implant duration of the valve was approximately four (4) years. The device was replaced with another edwards bioprosthetic valve. No other details available at this time.

Manufacturer narrative:
H10: additional narratives: updated b5 and b7 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted due to group b streptococcus endocarditis and pannus. Implant duration of the valve was approximately four (4) years. The device was replaced with a 21mm valve. Per medical records the patient presented with perivalvular abscess, sepsis, and abnormal conduction underwent redo-avr and patch closure of root abscess. The replacement valve was seated nicely and working well. The patient was discharged home in fair condition on pod #7.